Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that end of the usb cable became detached and would no longer work to charge the pump. In addition, the usb cable wires were exposed. Customer¿s blood glucose value was 152 mg/dl. Replacement cable was sent to the customer.